Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient reported an infection at the peg stoma. The patient was examined by his physician and was diagnosed with cellulitis. The patient was taking cephalexin 500 mg, and sulfamethoxazole-trimethoprim 1 tab.

Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.